Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device with alert 113 (reduced water temperature control). The data filed showed this was due to a failed mixing pump . As per follow up information received on 05may2022, there was no patient involvement during reported event. As per sample evaluation results received on 03jun2022, the outer shell on the arctic sun device had a broken alignment stud . The main ac power switch cuts power off when depressed slightly on top .

Event description:
It was reported that the biomed had an arctic sun device with alert 113 (reduced water temperature control). The data filed showed this was due to a failed mixing pump . As per follow up information received on 05may2022, there was no patient involvement during reported event. As per sample evaluation results received on 03jun2022, the outer shell on the arctic sun device had a broken alignment stud . The main ac power switch cuts power off when depressed slightly on top .

Manufacturer narrative:
Upon further review, it has determined that this MDR was initially reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.